Event description:
The pt was implanted with his scs system consisting of an ipg and percutaneous leads on (B) (6) 2009. It was reported that about 4-6 weeks after the surgery, the pt was feeling the stimulation in unintended areas. The pt did not report any event that would have contributed to the leads migrating. The physician explanted the leads on (B) (6) 2009, and replaced them with paddle leads. The explanted leads were not returned to the ans for eval. Follow up on the pt found him to be doing well.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.